Manufacturer narrative:
The pump¿s event alarm log history was reviewed. Equipment items used for the investigation were as follows. Saline bag lot # 5604784, primary plum set list # 14679-28, lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Device failed visual inspection as the cassette door lever cover are damaged (verified discrepancies through visual inspection.) The cassette door was replaced and cassette door lever cover. (These discrepancies were not a contributing factor to the customer¿s complaint). Probable cause is physical damage due to normal wear and tear. Device passed all pvt tests most notably the volume accuracy test results are 20.37 ml. Volume accuracy of (B)(4). We could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date. The customer stated the bag empties before the expected infusion completion time. The set up was as follows: "tpn on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was ¿at least 50ml as there is 50 ml of overfill in each tpn.¿ there was patient involvement; however the patient¿s status never changed. Further, there was no delay in therapy, no medical intervention and no report of human harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending